Event description:
It was reported that the patient heard an abnormal noise and lost consciousness with a suspected pump stop, although not confirmed. Their spouse changed the controllers and the patient regained consciousness. The customer was unable to query the exchanged controller. When the controller plugged to the power module, the screen stayed black and no communication with the controller was possible. Waveforms from the new controller was submitted but as it was newly programmed controller, it did not record enough data to graph the periodic log and there were no unusual events seen within the log file. Related MFR # for the pump: 2916596-2023-05600.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
During additional review of the log files, it was observed that the patient briefly swapped to their backup controller on (B)(6) 2023 which was later reported to have occurred in the hospital under supervision. Additionally, voluntary medwatch was received that stated that the patient lost consciousness after a total controller blackout. The patient thought they would have died if their spouse had been unable to exchange the controller. There was no alarm and no power to the pump and controller.

Manufacturer narrative:
Voluntary medwatch mw5149227 was received on 18dec2023: voluntary medwatch mw5149021 was received on 29dec2023: manufacturer's investigation conclusion: the reported event of the system controller not communicating with the system monitor and causing a yellow wrench alarm to occur on a power module was confirmed. The returned system controller (serial number (B)(6)) was connected to our test equipment upon arrival, and no communication with the test system monitor was established. The test power module activated yellow wrench and yellow battery alarms. The controller¿s screen was blank and unresponsive; however, the hazard audio tone was active indicating a system controller hardware fault. The system controller was disassembled and visual inspection of the pcba (printed circuit board assembly) electronic components revealed damaged capacitors. The capacitors are part of the circuit that supply power to the pump. The damaged capacitors were replaced. The controller was reassembled and reconnected to the test equipment. Proper communication with the test system monitor was established and the log files were retrieved successfully. The system controller was functionally tested with the new components and was found to function as intended. The event log file retrieved from the returned system controller ((B)(6)) contained data recorded from 18jul2023 to 19jul2023. The system maintained the set speed with no interruptions from 7:01 to 13:52 on 18jul2023 when the driveline was disconnected. The data captured approximately 2 minutes later revealed that the driveline was reconnected and the system initiated operation at the set speed. Per the provided additional information, these events were consistent with a controller exchange practice under hospital stuff supervision. The remaining data captured in the log file revealed normal system until 19jul2023 16:16, which is the last recorded entry. The recorded data indicated that the system controller was connected to batteries and there were no atypical alarms prior to the event. The periodic log file contained events recorded from 25apr2023 to 19jul2023. The recorded data did not add any new information regarding the reported event. In conclusion, a specific root cause for the damaged printed circuit board assembly (pcba) components was not able to be determined during the investigation. Incidental finding: dark green liquid substance inside the controller and the power cables was observed. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. System controller hardware fault is also addressed in this section (alarms and troubleshooting/hazard alarms): no active symbols (constant audio tone). 1. Immediately switch to the backup system controller. 2. Provide patient with a new system controller. A backup system controller is identical to the running system controller. It should remain with the patient at all times for easy access in an emergency. Section 2 ¿system operations/replacing the current system controller covers all required steps to exchange system controller. The section also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ the heartmate 3 patient handbook and heartmate 3 instructions for use only detail the ¿common system controller alarms¿ (as the listed alarms are called in the ifus), sufficient instructions are however available in the heartmate 3 patient handbook to allow the patient to assess when the situation is an emergency. A system controller alarming with a blank screen, and not meeting the detailed alarm, is expected to be considered as a case when ¿the system is not working right¿ and ¿a change in the how the pump is working¿, especially if the pump stops and the "pump running" symbol is black. In such cases, the patient is expected to call the hospital, as instructed in section 8 of the heartmate 3 patient handbook to receive further instructions. Likewise, clinicians have been trained to troubleshoot alarms and to have the controller exchanged to resolve most of the hazard alarms. In alarms where the is black, showing a pump stop, one of the listed actions is to have the controller exchanged a risk assessment was requested to review the heartmate 3 patient handbook and heartmate 3 instructions for use if the event coverage is acceptable. The risk assessment concluded that that sufficient and adequate labeling exists in the heartmate 3 patient handbook and heartmate 3 instructions for use to guide the patient and/or caregiver, and the customer to the resolution of the alarm and issue described in this investigation. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Section 10 of the patient handbook and section f of the IFU, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of all equipment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.